Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm and battery depletion issues were verified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Additionally, it was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 100 units of insulin during the load sequence. It was also reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 160 mg/dl.